Event description:
It was reported there was an error code during preventive maintenance. Unable to clear the error. It was noted an agent confirmed that the fault is with the memory chip. To fix it, they had to calibrate the unit. The device was returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board was out of electrical specification. It was also noted that one case screw was contaminated, and the encoder nuts were not torqued to specification.

Manufacturer narrative:
Further analysis was performed. Visual inspection revealed no anomalies. Bench analysis found that all tests passed. All circuitry was operating normally. The log was also analyzed, the device had many normal power up cycles, the log indicated that the user opened the battery drawer and the device had a watch dog timer reset, upon re-powering up the device displayed an error. Analysis was inconclusive. Conclusion: the reported event was confirmed but the cause of the error could not be determined.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.